Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported unit went ventilator inoperative with error code message of post timer/24v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse )replaced the power supply to address the reported problem. The unit passed extended self-test (est) and volume control ventilation (vcv) mode test. Device was returned to full functionality.